Event description:
A laser tech reported horizontal lines in the stromal bed during flap creation on one eye. No problems were reported with the procedure and the pt was stated to be doing very well. No injury reported.

Manufacturer narrative:
The sys svc history shows that three days prior to this event, the territory mgr was at the site and calibrated and verified the sys to specs. A root cause has not been identified. (B)(4).